Event description:
The front left caster wheel was loose and eventually broke. The pt fell and broke her hip.

Manufacturer narrative:
According to the distributor, (B)(4), the caster assembly was not attached to the leg of the walker when received. The assembly mount nor the bolt were broken. The bolt could not be screwed back into the walker leg but the caster assembly was loose-fitting. Also according to the distributor, sunrise medical, from their eval, as the bolt worked loose from the leg, the continued use of the walker caused the inner threads of the leg to wear. Over time, the threads were worn to the point to where the bolt and caster assembly became detached from the leg. This device has not yet been returned to the (B)(4); however, the distributor, (B)(4), indicated that the device would be returned to (B)(4) soon for eval. (B)(4) will file a f/u report once the device has been returned and evaluated.